Event description:
It was reported that when the patient presented through merlin.net transmission, high voltage (hv) lead impedance was noted to be rising over time. The device will be monitored. There were no consequences to the patient.